Event description:
Customer reported that the device had problems when the reamer was assembled. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device experienced a problem when the reamer was assembled. An assignable root cause is undetermined. The device was exchanged and the replacement sent to the customer.